Event description:
This lead was capped and replaced due to high impedances, no sensing and non-capture at high voltage outputs. Setrox s 45, sn: (B)(4) was implanted. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.